Event description:
The customer reported that the usb connection cable of the dräger keyboard is burnt, and that the customer replaced the keyboard with a non-draeger keyboard. There was no report of any patient or user injury or death.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported to draeger that the keyboard to an ics stopped working and then smoke was noticed by the nurse. The keyboard usb cable was immediately disconnected from the ics, the damage to the cable was noticed and confirmed by the pictures provided by the customer. It was confirmed that there was no patient involvement and no injury to the user was reported. There was no interruption in patient monitoring and no other accessory or function of the ics was impacted. Several attempts were made to obtain the damaged keyboard and usb connection however, this part was not made available. Therefore, root cause could not be determined. The keyboard was replaced to resolve the issue. No further issues have been reported.

Event description:
The customer reported that the usb connection cable of the dräger keyboard is burnt, and that the customer replaced the keyboard with a non-draeger keyboard. There was no report of any patient or user injury or death.